Manufacturer narrative:
The user was hospitalized following reported dizziness after recent initiation of therapy with the ilet. Engineering log data were not available for review, as no device logs had been synced for the reported serial number. As a result, device performance, insulin delivery behavior, and glucose trends could not be evaluated. Additionally, follow-up attempts to obtain clinical details, blood glucose values, and hospitalization information from the user and caregiver were unsuccessful. Based on the limited information available, it could not be confirmed whether the hospitalization was related to diabetes management or use of the ilet, and no potential device- or use-related cause could be identified. Accordingly, the cause of the event could not be established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 15-jan-2026 it was reported that on (B)(6) 2026, the user experienced dizziness and was taken off the ilet by a caregiver, after which the user was hospitalized. The user was admitted to the hospital on (B)(6) 2026; additional details regarding treatment, discharge date, and clinical course were not available. No long-term health effects were reported.